Manufacturer narrative:
This report is submitted on february 4, 2022.

Event description:
Per the clinic, the patient experienced a flipped magnet as a result of an MRI causing slight tenderness at the magnet site. The magnet was successfully surgically repositioned on (B)(6) 2021.